Event description:
Information received from the field does not address the patient's clinical status but notes premature eol/rrt with a battery voltage of 2.23v. The previous reading taken in april 2001 was 2.51v, 14ua and 11 kohms with about 12 months longevity remaining.